Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. (B)(4): device was not returned.

Event description:
On (B)(4) 2013, the pt reported the up and down buttons on the infusion device started to work intermittently 2 months ago. The protective rubber on the button is damaged, and the ground plate of the infusion device is visible. The key-lock feature is not activated, and the infusion device was not dropped in the past 48 hours. The up and down buttons are not flat and do not produce an audible beep when pressed. The infusion device was replaced and requested for eval. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require medical assistance from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the up and down button are damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The buttons were tested successfully and the functionality fulfills the product specifications. The audible button feedback was within specification, as well.